Event description:
It was reported that a small volume folfusor leaked from its fill port. This occurred during filling with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from december 17, 2014 - december 18, 2014. The device was received for evaluation with approximately 60 ml of fluid in the reservoir. Visual inspection revealed no evidence of a leak at the fillport. The device was manually refilled with colored water for a functional leak test. During and after filling, again no evidence of a leak at the fill port was identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.